Event description:
Supplemental report is being submitted due to a correction to the completed investigation annex codes clinical signs, symptoms, and conditions code (annex e). E1021- pancreatitis added.

Manufacturer narrative:
PMA/510(k) #: k163018. Device evaluation the zilver 635 biliary self expanding metal stents of unknown lot numbers involved in this complaint was implanted in the patients and were not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the lot numbers of these complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver 635 biliary self expanding metal stent devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is no evidence to suggest the user did not follow the instructions for use (ifu0065-3). Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing conditions as all patients in the study had hilar cholangiocarcinoma. The infection/inflammation was because of the patients experiencing pancreatitis (11 cases) and cholangitis (1 case) following ercp. Also, the literature outlines that while the reason for the greater number of episodes of pancreatitis is unclear, it may have been due to longer procedure times and more endoscopic manipulation of the ampulla during repeated cannulations when bilateral drainage is performed. It should also be noted that infection, pancreatitis and cholangitis are listed as potential adverse events associated with ercp within the instructions for use. Also, inflammation is listed as an additional adverse event that can occur in conjunction with biliary stent placement within the instructions for use. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, surgical intervention was required. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: k163018. Device evaluation: the zilver 635 biliary self expanding metal stents of unknown lot numbers involved in this complaint was implanted in the patients and were not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the lot numbers of these complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver 635 biliary self expanding metal stent devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl: there is no evidence to suggest the user did not follow the instructions for use (ifu0065-3). Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing conditions as all patients in the study had hilar cholangiocarcinoma. The infection/inflammation was because of the patients experiencing pancreatitis (11 cases) and cholangitis (1 case) following ercp. Also, the literature outlines that while the reason for the greater number of episodes of pancreatitis is unclear, it may have been due to longer procedure times and more endoscopic manipulation of the ampulla during repeated cannulations when bilateral drainage is performed. It should also be noted that infection, pancreatitis and cholangitis are listed as potential adverse events associated with ercp within the instructions for use. Also, inflammation is listed as an additional adverse event that can occur in conjunction with biliary stent placement within the instructions for use. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, surgical intervention was required. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Staub et al 2020 ¿ ¿unilateral versus bilateral hilar stents for the treatment of cholangiocarcinoma: a multicenter international study¿. The stents used included the boston scientific wallflextm uncovered sems or the cook zilver® uncovered sems. In patients who underwent bilateral stent placement, they were either placed side by side (off label japan) or had a stent-in-stent (off label) deployment. ¿infection/ inflammation¿: 11 cases of post ercp pancreatitis and 1 case of cholangitis. This file will capture the potential that this event occurred in the us.